Event description:
It was reported that the ultrasound bronchofibervideoscope had a cleaning brush stuck in the channel. The issue was found during reprocessing of the device. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.